Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was making noise while being used with a battery casing device. During in-house engineering evaluation, it was determined that the device made an unusual noise, the coupling head was worn and the trigger was sticky. It was also further observed that the motor was worn out which caused the noise, the trigger was corroded, the electric control unit (ecu) contact was damaged and the seals were worn. It was unknown if the event occurred during surgery. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.